Event description:
It was reported the ventricular connector is broken. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release is contaminated. Battery contacts are compressed. Serial number label is torn. Lcd (liquid crystal display) gasket sticks out into display area. Keyboard has a cosmetic issue. Main printed circuit board is out of electrical specification.